Manufacturer narrative:
Testing of actual/suspected device (10/213) the staff reported that after a blood back incident that happened several weeks ago, the internal biomed attempted to repair unit. After replacing blood back parts and a 5000hr pm kit, the unit exhibited low vacuum alarms. The fse was able to identify both vacuum and pressure pump heads were installed backwards. To fix the issue he replaced the pump heads. Was also informed that staff also tried to calibrate the front end board without success and wanted the fse to calibrate the board while troubleshooting the low vacuum alarm. He was unable to calibrate the front end board as the atmospheric offset potentiometer on the front end board did not function. He replaced and calibrated new front end board and also replaced missing screws throughout unit. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by the customer the cs300 intra-aortic balloon pump (iabp) had a low vacuum error. There was no patient involvement, and no adverse event reported.

Event description:
N/a.